Event description:
It was reported to philips that the system's database had been corrupted. The system displayed that image storage was limited, which could impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.